Manufacturer narrative:
(B)(4). Journal article source: brian j. Mcgrory, md, ms, anna jorgensen, md. 2017. High early major complication rate after revision for mechanically assisted crevice corrosion in metal on-polyethylene total hip arthroplasty. The journal of arthroplasty. 1-31 pgs. Http://www.sciencedirect.com/science/article/pii/s0883540317305879?via%3dihub. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The study reported 1 patient following original revision, underwent a closed reduction procedure due to dislocation. Attempts have been made and no further information is available at this time.